Event description:
Boston scientific received information that during a routine follow-up visit, high out of range shock impedances in all configurations, were exhibited with this right ventricular lead. Additionally, it was reported that during the previous follow-up, measurements were around 90 ohms. While no adverse patient effects were reported, the patient has been scheduled for a product replacement. Subsequently, the patient returned for lead integrity testing. A high energy (41 joule) shock returned a lead impedance of 93 ohms, with all low energy shock impedances confirming normal values (around 90 ohms). During the monitoring period following this procedure, a single high out of range pacing impedances values was also observed; however, after a few minutes, returned to a value of 1800 ohms. At this time, the physician has elected to monitor the lead's performance and reevaluate in two weeks. No adverse patient effects were reported.

Event description:
--

Event description:
During the next scheduled follow-up, all lead measurements were within normal ranges; stable shock impedance around 98 ohms. The patient was released for normal follow-ups, to take place in three months. No adverse effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Subsequently, another high out of range value was reported and thus the physician elected to remove the product from service. Another rv lead was successfully implanted with no adverse effects reported.

Manufacturer narrative:
Subsequently, a device data disk was forwarded to boston scientific's internal technical services for lead integrity review. The assessment confirmed the previously reported out of range shock lead measurements; however, based on the information provided and taking into account the previous gradual increase resulting in the out of range measurement (>125 ohms), a proximal coil issue could not be dismissed. To date no intervention has taken place and no adverse effects reported.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.